Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; (lot: 0012758116); product type: 0195-heart valves; implant date n/a; explant date: n/a; product ID: l-evolutfx-2329; (lot: 0012690246); product type: 0195-heart valves; implant date: n/a; explant date: n/a; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant, at 80% deployment, the patient developed complete heart block (chb). The valve depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc) at that time. The patient was supported by a temporary pacemaker. The valve was successfully implanted with a final depth of 6 mm on the ncc and 8 mm on the lcc. Chb remained at the end of the case and temporary pacing was continued. The patient was sent to recovery with the temporary pacemaker in place and was to be monitored for the potential need for a permanent pacemaker. No balloon dilation was performed during the procedure.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant, at 80% deployment, the patient developed complete heart block (chb). The valve depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc) at that time. The patient was supported by a temporary pacemaker. The valve was successfully implanted with a final depth of 6 mm on the ncc and 8 mm on the lcc. Chb remained at the end of the case and temporary pacing was continued. The patient was sent to recovery with the temporary pacemaker in place and was to be monitored for the potential need for a permanent pacemaker. No balloon dilation was performed during the procedure. Additional information was received to report a permanent pacemaker was implanted on post-operative day one and the patient was discharged on post-operative day two.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.